Manufacturer narrative:
Reference MFR. Report number was unintentionally listed incorrect in the initial report. This report consists of correct information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-03866. Additional information received identified stimulation was restored postoperatively and the patient is under observation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03865. It was reported the patient (B)(6) experienced ineffective stimulation due to lead migration (x-rays confirmed). A sjm representative was unable to restore stimulation through reprogramming. As a result, surgical intervention was taken on (B)(6) 2016 where in the leads were explanted and replaced.